Event description:
The customer reported that the loop started having intermittent error sounds not too long after the transurethral resection of the prostate was started. The loop shot out after it was energized once and was located in the bladder after looking around. The procedure was completed with a similar device. This MDR is being supplemented to provide correction to the initial MDR with information inadvertently left out as reflected above.

Event description:
An olympus representative reported on behalf of the customer that the tip of the hf-resection electrode "plasmaloop", loop, medium, 24 fr., 12°-30°, esg turis broke off during energizing and fell into the bladder. The broken tip was retrieved fully. There was no harm or user injury reported due to the event.